Manufacturer narrative:
Alleged failure: during an arthroscopy of the shoulder, electric arcs were formed between the electrosurgical probe and the optics. This happened twice with two different optics. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be the tissue gets trapped in the electrode suction path hole can result from insufficient suction which can result in abnormal plasma. The whole tip was not completely submerge in saline during activation, withdrawing the probe during application of power. Electrode too close to the optics lense. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device arced and there was a surgical delay of 30 minutes.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device arced and there was a surgical delay of 30 minutes.